Manufacturer narrative:
H3: no product was received for analysis, but sample pictures were attached to the complaint. The pictures were visually inspected; however, it was not possible to make a comprehensive analysis since the picture was not showing the failure mode. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of a physical sample for this complaint, the probable cause cannot be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, the device experienced multiple issues, including display failure, leakage, and an inability to be zeroed.